Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The endoscope was found to have a damaged attached endoscope adapter (aea) or friction issue. The root cause of this failure is attributed to mishandling/misuse. There were additional observations not reported by the site and not related to the reported issue. The endoscope was found to have discoloration of the housing. The root cause of this failure is also attributed to mishandling/misuse. Additionally, the endoscope failed the transmittance test.

Event description:
It was reported that during a da vinci assisted segmental pancreatectomy surgical procedure, the surgeon had an image orientation issue. The camera was reinstalled and the issue was resolved. Intuitive surgical inc. (Isi) technical support engineer (tse) found the logs were clean with no errors recorded. The procedure was completed with no reported injury.